Manufacturer narrative:
The actual lot number was unknown, however, (10)r18i126071 was reported as a potential lot number. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not priming correctly (no further detail). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot #: suspect lot. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information :the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.